Event description:
While performing the surgery the part 2210-1141 pulsar expandable cage implant with the part 0300-0001 pulsar locking screw was collapsed. During the surgery procedure the pulsar expandable cage was pushed back towards the canal and intervened the procedure. There is no harm was introduced to the patient due to this intervention as per the surgeon. The collapsed cage was removed and replaced with another new cage implant.

Manufacturer narrative:
This is the initial information gathering phase. We will get more information once we receive the implant part back.